Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy the doctor applied the device in freeing the adhesion and the ligament around the uterus. He mobilized most of the left ligament by enseal, and the uterine artery at the left hand side. After 15 minutes, he was going to cut the ligament, the yellow light on the generator appeared , and we found that the positive electrode has broken from the jaw. The instrument was finally replaced after the surgeons observed the phenomenon. No patient consequences reported.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.